Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 375 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.